Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009, alleging an apply sample message on the one touch ultra 2 meter. The pt mentioned that four days prior, she first noticed the apply sample message on the meter. The pt does not take any diabetes medication and did not treat themselves or take any medication after the reported issue began. Approx 13.5 hours later at 8:30 am, the pt felt nauseous. She then contacted her home health/visiting nurse who came to her house twice that day at 9:30 am and at 4 pm and treated the pt with oral medication (1000 mg of metformin). The reading on the nurse's meter was 89 mg/dl at 9:30 am and 198 mg/dl at 4:00 pm. The technique of applying blood on the test strip was correct. This was not the first time the pt was using the product. Customer care advocate (cca) walked the pt through testing and issue was not resolved. The product was replaced. The complaint is being reported since the pt was unable to test her blood glucose and developed symptoms suggestive of either hypoglycemia or hyperglycemia and had to receive medical treatment by her home health nurse.